Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by the customer that the device had a dim/missing segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
After further review, this file is no longer reportable.

Event description:
It was reported by the customer that the device had motor control board damage found at remediation. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Event description:
It was reported by the customer, that the device had a dim/missing segment. There was no additional information provided. And no patient involvement.